Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse inspected unit and found error logs. Performed full functional and calibration testing as per service manual. All tests passed. Functional, mechanical, visual and electrical testing passed. As per factory, ran cardiosave for 2 hours with different trigger modes, waveforms, and heart rates. After 2 hour mark inspected error logs and didn't find error 53. The cardiosave can be placed back into clinical use.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has several fault codes. While the patient was being transferred to cicu from the cath lab on levophed and iabp. They noticed the iabp was still making pumping sound but no wave form was present, the filling indication display was not moving, and aug wave form was not moving. The patient became very unstable, stated he felt horrible, bp 65/30. Levophed bolus given , gtt increased to 20 mcg/min from 5mcg/min. New iabp console switched. Tank was full.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.